Event description:
It was reported by the customer that the device was displaying a service light and had repeating fault codes logged in memory, indicating a potentially critical failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.